Event description:
It was reported that during surgery it was noticed that three locking screws would not lock into the plate. The plate was later changed and at this point all original screws locked into the new 3 hole plate with no issues. The case was then completed using the new plate.

Event description:
It was reported that during surgery it was noticed that three locking screws would not lock into the plate. The plate was later changed and at this point all original screws locked into the new 3 hole plate with no issues. The case was then completed using the new plate.

Manufacturer narrative:
Visual investigation revealed that four lips of the plate holes showed deformations. The reported event could be partially confirmed, because on some lips of the plate a proper locking was achieved. The plate holes where a proper locking was achieved were turned further. It was also seen that the lips had a rounded out appearance. Based on the available information, the root cause for the reported event can be attributed to torsional overloads. No indications were found for any systematic, design, material or manufacturing related issue.

Manufacturer narrative:
Currently the device has not been returned for evaluation. Internal investigation in progress but not yet complete. Device not returned.